Event description:
It was reported that the patient was asystolic without pacing support due to the pacing system analyzer oversensing. The programmer indicated ventricular sensed markers with no actual sensed beats visible on the screen. The patient was asystolic for two seconds before loss of capture was noted. A temporary pacemaker was in place to rescue the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.